Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent. Approximately one (1) year post initial procedure, a type ib endoleak was detected during routine follow-up. However, the exact date of event is unknown. The physician elected to treat the patient by implanting two (2) additional iliac limb ovation ix devices on (B)(6) 2019. The patient is reportedly doing well and the leak was confirmed resolved post re-intervention. As of date, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the description of the event and information available, the clinical assessment, the type ib endoleak is refuted rather there is a persistent type ib from the left common iliac artery with a non-endologix device. Furthermore, aneurysm growth (23 to 34mm) was identified and most likely related to the persistent endoleak. The pre-op computed tomography revealed the non-endologix implants were present prior to the patient being treated with ovation which is outside the indications for use and therefore, the root cause of the reported event is most likely user related. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrected data remove device code 3190, add 1494, add 2017. Remove results code 3233, add 4206. Remove conclusion code 11, add 24, 61, 4310.